Event description:
It was reported that while treating a heavily calcified lesion, the sds balloon burst below rbp during deployment of the stent. Another dilatation balloon was used to post-dilate the stent.subsequent angiogram revealed slow flow down the vessel with a corresponding malignant arrhythmia (pea), which resulted in cardiac arrest. Resuscitation attempts were successful.